Event description:
Shortly after a pocket revision procedure, the pt reported communication problems between the implant and the external equipment. It was reported that monopolar electrocautery was used during the pocket revision. A boston scientific representative performed device eval. The issue was confirmed. Device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt was implanted with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted lead extensions were discarded by the medical facility and will not be returned for eval.